Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported this is the second time the implant battery has completely died in less than a week and reported their therapy was turned off. Patient stated they were told the implant should hold a charge for at least a week. Patient denied any changes to therapy settings. Patient reported they are not on that high of a setting and stated their voltage is 2.5 on each side. Reviewed implant battery charging frequency general overview and redirected patient to healthcare provider to further discuss. Patient provided event date as probably about 2 weeks ago when they went to charge it was just turned off because their battery was dead. Patient confirmed charging to 100% when they charge their implant. The patient was redirected to their healthcare providers to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.